Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. There were no patient medical records provided for review and the devices were not returned for further evaluation. Potential contributing factors to the reported event include; off label use, antiplatelet therapy and the sizing of the devices used in the initial implant of the device.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2013. Upon follow up, computed tomography (CT) showed a component separation. Physician elected to explant the devices and complete an open repair. The patient is stable.